Event description:
A home peritoneal dialysis patient reported that during his treatment last night, the drain volume was higher than expected. Drain volume shown on the data sheet was 3,710 after a fill of 1,950 ml. He c/o fullness and that his "stomach was hard". He felt relieved after he drained. He was not able to complete his treatment since he ran out of solution. There was no serious injury or illness.